Manufacturer narrative:
The complaint record is being cancelled, after further review, an initial emdr and followup 1 for this complaint was incorrectly submitted. The complaint was created in error, there was no reported customer dissatisfaction related to this event, making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database. In the event, additional information is received, the complaint will be reopened and updated accordingly. Revert all sections to blank: b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a getinge field service engineer found that the cardiosave intra-aortic balloon pump (iabp) had an out of the box failure, bolts/nuts were loose and 1 was missing. There was no patient involvement.

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Event description:
N/a